Event description:
It was reported that a user accidentally made a meal announcement on the ilet system but did not eat, remained in target glucose range for at least an hour, and called to confirm whether it was safe to eat. There were no reported symptoms. Outcomes included user education and successful self-management without alerts, alarms, or clinical escalation. Investigation included troubleshooting and education regarding post-announcement glucose monitoring and carbohydrate intake guidance. Investigation of this case revealed normal device function with no malfunction, as glucose remained in range and no alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was user operation consistent with an accidental meal announcement, resolved with education.